Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site while charging. Surgical intervention may be taken to address the issue.

Event description:
Additional information received identified the patient was found to have an allergy to some of the components in the sjm system. Subsequently, the patient's entire scs system was removed.